Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment an internal blood leak occurred in the dialyzer. The blood leak was visually observed. The estimated blood loss was 164 ml. The machine did alarm appropriately. The pt did not experience any adverse effects or seek medical attention. The pt completed his treatment on a different machine with a new set-up. The actual sample is not available for evaluation.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. The device was visually inspected both internally and externally and the inspection revealed wet fibers (an indication of blood leak/contamination) as well as blood between the screw flange and the potting cut surface of the cavity ID end. However, there was no damage or defect noted of the dialyzer fibers or components during gross visual examination. There were no indications of external damage. The dialyzer was subjected to a bubble point test in which there was no indication of a leak, which may have been due to the presence of coagulated blood. The dialyzer was then disassembled and during inspection a short fiber was noted that cut diagonally across the fiber bundle at 90 degrees (with the dialysate port being 0 degrees) below the non cavity ID end. The fiber was 9.0 cm in length. The inferior potting cut surface was examined for a void but none was identified. The complaint was confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.